Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The executive summary was updated to reflect the new information regarding the disassembly of the td-ost assembly and the product return date of 8/5/2015. The failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was reported that during equipment testing conducted at the manufacturer facility the td-ost assembly disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a surgical procedure conducted at the user facility a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event, the device is breaking blades, was confirmed. Through inspection, the service technician noted that the otis head plug, td ost, plunger, plunger retainer, td yoke nut, and bearings were missing from the handpiece.

Event description:
It was reported that during a surgical procedure conducted at the user facility a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was reported that during equipment testing conducted at the manufacturer facility the td-ost assembly and the ball bearing disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during a surgical procedure conducted at the user facility, a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.